Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a severely calcified let anterior descending artery. As the physician was attempting to direct stent with a 2.50x8mm taxus liberte' drug eluting stent, the stent became stuck on some "very hard calcium." The physician removed the device and noticed that the stent had dislodged and was loose on the wire. The physician used a 1.5x8mm non bsc balloon and deployed the stent. The stent was post dilated with a 2.5mm maverick balloon. The physician attributes the dislodgement to the patient's anatomy. No further injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.